Event description:
In 2006, a male pt, left clavicle fracture from motor vehicle accident one-and-a-half mos prior to event date - orif six days later - synthes 3.5 plate broke. Here today for revision orif left clavicle hardware removed and bone graft.